Event description:
In 7/83, rptr received bilateral breast augmentation. Surgeon implanted them submuscularly. In 1984, rptr began a decline in health. Diagnosis of acute bronchitis, yeast, dysmenorrhea, anemia, abdominal pain, mild arthritis, and asthma were given over the next several yrs. In 1990, rptr began having difficulty swallowing. She was diagnosed with oral, espohageal and vaginal yeast. Since 1992, she has been constantly plagued with yeast, fatique, rashes, weakness, and persistently enlarged lymph nodes. Within recent months, rptr has experienced increased upper body weakness and muscle pain. She has been having tingling down her right arm. It is difficult to maintain a grip with right hand for any length of time. There are an increasing number of foods that she can no longer tolerate. She has frequent nausea. Chemicals and perfumes are nauseating and they give her headaches. She is not able to concentrate. A plastic surgeon has diagnosed severe capsular contracture. Rheumatologist has diagnosed collagen disease. It is rptr's plan to have the explant surgery as soon as possible.